Manufacturer narrative:
B1: updated to product problem h1: updated to malfunction h6 patient problem code: corrected from 1708 aneurysm to 2692 no known patient impact or consequence to patient h6 device problem code: corrected from 2993 adverse event without identified device or use problem to 2976 material deformation.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, the physician notified the territory manager that the patient has an apparent aneurysm in the cylinder on the patient left side. At this time there is no revision surgery scheduled, but there will be after confirming from a CT scan. Device currently remains implanted. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.